Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had an exposed wire. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. No damage to the conductor wires were observed. Failure analysis investigation found the instrument's yaw pulley had damage between the grips. The instrument's yaw pulley exhibited deformation on one side, located distal to the grip cables. With the grip cables in the closed position, the deformation on each side of yaw pulley was nearly symmetric, suggesting the damage occured with the grips in the closed position. There was darkened discoloration, indicative of localized thermal damage. There were small darkened fragments of what appeared to be the yaw pulley found on the grip cables. The instrument passed electrical continuity testing. Failure analysis concluded that based on the location of the yaw pulley damage, it was possible that one of the other monopolar instruments used during the procedure activated energy while in close proximity to the bipolar instrument grip cables, causing an arc track from the grip cables onto the yaw pulley. Based on the information provided, this complaint is being reported due to the following conclusions: the customer reported broken wires on the instrument, however, failure analysis found thermal damage and small, darkened fragments of the yaw pulley on the grip cables.